Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-11, additional information was received from the manufacturer representative (rep). It reported that the dose increase was performed by the pump nurse and doctor because the patient was reporting their pain was still happening even though the pump was helping some so they were increasing as a normal increase. The dose increase occurred two days prior to the patient showing up in the ER (unknown date).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial #: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an implantable pump for spinal pain. Information received reported the patient had a dose increase at their last pump appointment with their pump nurse and physician and now the patient felt it was too much. The patient ended up in the emergency room (ER) with overdose symptoms. The rep went to ER with an 8840 so the physician could turn it back down to the patient's previous dose. There were no environmental, external, or patient factors that may have led or contributed to the event. There were no diagnostics or troubleshooting activities performed. The interventions taken were to decrease the dose to the previous dose. The issue was resolved at the time of this report. The patient's status was alive - no injury.